Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During a pvi procedure the message "invalid catheter was either used in a previous study, expired, or the wrong type for the port. Disconnect¿. The catheter was changed and the study was continued.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h10. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.